Event description:
Litigation papers allege: (B)(6), 2007 she had a left hip implanted, on (B)(6), 2007 she had her right hip implanted. But, in (B)(6) 2007 her left hip became dislocated, and by (B)(6) of 2008 her right hip implant become dislocated twice for whaish she had a reduction for. (B)(6), 2008 had a revision surgery due to repeated dislocation she experienced with her right hip. (B)(6) 2008 her right hip dislocated on several occasions the she had to have her hip reduced again. She was forced to have another revision surgery on her right hip (B)(6), 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 10/03/2012 - pfs and medical records received. Part/lot was provided. A dor from the left hip was given. The unknown hip and unknown liner is being changed to the head and liner from the left primary for dislocation, pain, and popping issues. The unknown head is being changed to head from the right primary and a liner is being added as well for dislocation, pain, and popping. A new complaint will be entered for the second revision of the right side. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combination. The lot code was not provided for the liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative:additional info this complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Medical records were reviewed. From a medical perspective, the complaint of dislocation is determined not to be product related, but rather a combination of a malpositioned acetabular component and soft tissue deficiency of the posterior hip. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/27/16- pfs and medical records received. After review of the medical records for MDR reportability,there is no new additional information that would affect the existing investigation. Updated head/liner's mfg date and exp date.

Manufacturer narrative:
(B)(4).

Event description:
Ppf, sticker sheets, and medical records received. In addition to what was previously alleged, ppf alleges loosening of cup. After review of medical records for MDR reportability, patient was revised to address recurrent dislocation. Revision notes reported that there was no loosening of the cup. However, two screws were removed. Added another lawyer. Updated patient's initials. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
(B)(4).

Event description:
Ppf, sticker sheets, and medical records received. In addition to what was previously alleged, ppf alleges loosening of cup. After review of medical records for MDR reportability, patient was revised to address necrosis. Added cup and screws for loosening. Added another lawyer. Updated patient's initials. Doi: (B)(6) 2007 - dor: jan 03, 2012 (left hip).